Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the attachment device ran very hot and the bearings were completely worn. The reporter stated that the event occurred during anterior cervical surgery, however, the exact date of the event was unknown. It was unknown to the reporter if the surgery was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: company representative was inadvertently unchecked as a report source in the initial report. Device evaluation: the actual device was returned for evaluation.  Reliability engineering evaluated the device.  A functional assessment was performed and the device passed the temperature acceptance test, however the bearings rattled and appeared to be worn / damaged. Therefore, the reported condition of worn bearings was confirmed.  The assignable root cause was determined to be normal wear over time.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.